Event description:
It was reported that during a laparoscopic ventral/inguinal hernia procedure, parts of two seals were discovered missing when ports were removed. One piece was recovered, but the other was not. There was no pt consequence.